Event description:
During a shoulder repair the distal tip of the inserter broke off into the anchor and remains in the pt. They also report that there was no pt consequence. Same case as 1221934-2004-00074.